Event description:
It has been reported that while implanting a total knee after repeated attempts the doctor could not successfully seat the insert to the tibial tray. Another of the same implant type was then successfully locked into the tibial tray. There was no adverse consequence for the pt or delay in surgery or anesthesia time.